Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain line of an amia cassette disconnected from the cassette, leading to a leak of fluid inside the door of the cycler. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was connected at the time of the event. The customer reported that there were no issues with the cassette or tubing during set up. The patient would complete therapy using continuous ambulatory peritoneal dialysis (capd). There was no report of patient injury or medical intervention associated with this event. No additional information is available.